Event description:
It was reported that a patient underwent a CABG procedure on (B)(6)2024 and suture was used. During the procedure, cv surgeon encountered suture snap in the middle of the suture when doing anastomosis during CABG surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please confirm, how many devices demonstrated the alleged deficiency? Ans: one piece. 2. Please confirm, how many devices are available to be returned for analysis? Ans: one piece. 3. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case). Ans: the surgeon told sales rep and requested him to get the faulty suture from scrub nurse. 4. Device follow-up: is the product still available for return? If yes, please drop at the office or courier back the sample using gdex to j&j pinnacle office. Address is listed below. Ans: sales rep will contact the nurse again, as she mentioned she kept it but couldn¿t locate when sales rep approach her.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 investigation findings: c22 - photo review additional h3 investigation summary: the product was returned to ethicon for evaluation. One needle suture combination in several pieces and one empty labeled winding former were received for analysis. The product code 8702 is double armed. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture pieces were examined, and it was observed that the suture pieces were melted and crushed; this condition causes the strand to be broken. Per the sample condition the functional test could not be performed. Additionally, a photo was provide showing one labeled winding former with a needle suture and one dispensed needle suture piece for product code 8702 inside the plastic bag. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.